Event description:
2 of 2. Reference MFR. Report#: 1627487-2019-02458. Follow-up information revealed the patient underwent surgical intervention wherein the drg leads were explanted and replaced. Reportedly, the patient is doing well following the procedure.

Event description:
2 of 2; reference MFR. Report#: 1627487-2019-02458.

Event description:
2 of 2; reference MFR. Report#: 1627487-2019-02458. It was reported the patient's leads migrated. X-rays were taken and confirmed the issue. Reprogramming was unable to provide effective stimulation coverage. As such, the patient will undergo surgical intervention at a later date as the next course of action..